Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient was asleep and asymptomatic. The spouse noticed on the follower app the reading was showing 48 mg/dl. The spouse received no alert or alarm for the low reading as the low value was set at 80 mg/dl. The spouse then called emergency medical service. The patient awoke upon their arrival and the bg was checked showing 18 mg/dl while the cgm was still showing 48 mg/dl. Emergency medical service then treated the patient with unspecified oral glucose. The patient was transported to the emergency department and treated with IV dextrose and discharged the following day. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient reported inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient reported that between 6 ¿ 8 pm while napping, his blood glucose dropped, and his cgm may or may not have alerted as he does not recall. His wife, who is a follower and was out of state at the time of the event, noted the follow app displayed 54 mg/dl. She called her husband and when he did not answer, she called the neighbor who knocked on the door without a response. The patient¿s spouse later called emergency medical services (ems) who, upon arrival, performed a bg of 18 mg/dl. It was reported to the patient that a gel was applied to his gums, and during transport to the hospital, his bg dropped to 12 mg/dl but his wife¿s follow app continued to display 55 mg/dl (ems was in contact with his spouse during ems transport). The patient was treated with dextrose, and he stated that by the time he ¿came to,¿ he was receiving IV dextrose 5%. While in the emergency department (ed), the patient reviewed his cgm data and noted his app had not displayed any value below 48 mg/dl and that the follow app had not displayed anything below 54 mg/dl. No symptoms were reported as the patient was asleep at the time of the event; however, based upon the patient¿s statement that when he ¿came to¿ in the ed, it is presumed the patient experienced cognitive changes. The patient was released from the hospital the following day. Once at home, the patient replaced his sensor and did not experience any additional inaccurate cgm values. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the supplemental MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6)2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient reported that between 6 ¿ 8 pm while napping, his blood glucose dropped, and his cgm may or may not have alerted as he does not recall. His wife, who is a follower and was out of state at the time of the event, noted the follow app displayed 54 mg/dl. She called her husband and when he did not answer, she called the neighbor who knocked on the door without a response. The patient¿s spouse later called emergency medical services (ems) who, upon arrival, performed a bg of 18 mg/dl. It was reported to the patient that a gel was applied to his gums, and during transport to the hospital, his bg dropped to 12 mg/dl but his wife¿s follow app continued to display 55 mg/dl (ems was in contact with his spouse during ems transport). The patient was treated with dextrose, and he stated that by the time he ¿came to,¿ he was receiving IV dextrose 5%. While in the emergency department (ed), the patient reviewed his cgm data and noted his app had not displayed any value below 48 mg/dl and that the follow app had not displayed anything below 54 mg/dl. No symptoms were reported as the patient was asleep at the time of the event; however, based upon the patient¿s statement that when he ¿came to¿ in the ed, it is presumed the patient experienced cognitive changes. The patient was released from the hospital the following day. Once at home, the patient replaced his sensor and did not experience any additional inaccurate cgm values. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).